Manufacturer narrative:
Investigation summary: one sample and one photo were provided by the customer for investigation. The sample was visually examined and it was observed that the safety mechanism has been activated as the needle point was covered. One photo was provided by the customer for investigation. The photo shows the returned sample. The safety mechanism has been activated as the needle point was covered. After the safety hinge assembly was assembled on the needle hub a force has been applied to the safety hinge assembly causing it to activate before it reached the customer. When this force occurred cannot be determined and is unknown due to additional handling. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the safety needle was already engaged when kit was opened with a bd needle sftygld 25x5/8 rb bns. The following information was provided by the initial reporter: it was reported "the 25g safety needle was already engaged when the kit was opened. There was no patient death or complications reported. Facility have performed an investigation to their process and possible causes of the reported condition, it was concluded that this problem could be supplier related due the nature of the failure mode observed and the minimal manipulation.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety needle was already engaged when kit was opened with a bd needle sftygld 25x5/8 rb bns. The following information was provided by the initial reporter: it was reported "the 25g safety needle was already engaged when the kit was opened. There was no patient death or complications reported. Facility have performed an investigation to their process and possible causes of the reported condition, it was concluded that this problem could be supplier related due the nature of the failure mode observed and the minimal manipulation.